Event description:
Boston scientific received information that this right ventricular (rv) lead was previously capped and abandoned due to insulation damage noted at a previous device change out procedure. At a recent device change out procedure an attempt to remove this lead was made, however was unsuccessful. A fragment of this lead remains in the superior vena cava extending to the pocket. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead was successfully explanted at a recent procedure. No adverse patient effects were reported.